Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had "dirt" foreign matter on the cannula. The following information was provided by the initial reporter: dirt on the soft needle.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had "dirt" foreign matter on the cannula. The following information was provided by the initial reporter: dirt on the soft needle.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.